Manufacturer narrative:
Product code = dtl. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, while an injector was attached, air bubbles were noted in the high pressure braided connecting tube. This occurred while the physician was manipulating (push and pull) the injector. The lot number was not provided. No patient adverse effect has been reported in conjunction with this event. Additional information regarding product and event details, patient anatomy and outcome has been requested, but is not available at this time.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Additional information was received form the customer. The procedure, access site, and any concomitant devices could not be provided. However, it was confirmed that the procedure was completed using another device with the same rpn number as the complaint device. The procedure was completed with the alternative device with no problems or adverse patient effects. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR. It was originally reported that the device would return. However, no device was received for evaluation. Investigation/evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause was traced to the user. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.